Event description:
It was reported to resmed that an s8 device bottom casing was burned.

Manufacturer narrative:
A preliminary evaluation of the returned unit found evidence of water damage to the inside and outside of the device. A possible cause of the failure was water ingress leading to a short circuit of the power supply unit. The device has been sent to the design facility in sydney australia for an engineering investigation to conform the cause of the malfunction. There is no adverse event reported for this incident. Additionally, the s8 elite ii user guide contains a caution: be careful to place the device where it cannot be bumped and where no one will trip over the power cord.